Event description:
It was reported the device fractured during a l3-l4 tlif procedure. The posterior edge of the implant broke off of the cage where the inserter threads into the cage. It was reported the surgeon used the standard device technique and inserter to implant the interbody. After two tamps with the mallet to get the cage into the disc space, the posterior edge of the cage broke off and the interbody remained in the disk space. The surgeon used a coker to remove the fractured interbody and replaced it with another implant from the caddy. The patient was not injured by the incident. The broken implant was discarded per hospital policy. Another implant was used to complete the procedure.

Manufacturer narrative:
Integra has completed their internal investigation on 12/09/2015. The investigation included: methods: review of device history records. Review of complaints history. Conclusion: the device was not returned for evaluation, so engineering was unable to confirm the failure mode. Inspection records and drawings specifications are in place to ensure this instrument functions as intended. Per the receiving inspection records, all instruments are 100% visually and functionally inspected and an aql sample inspection is performed on the lot to verify the device meets specification. Additionally, per the (B)(4) the qc inspectors will perform a functional test of this instrument, and verify vendor certificates of conformance. A DHR review concluded that this instrument was manufactured, inspected and accepted for use by the quality control department, and met all specified parameters of the receiving inspection report with no associated nonconformance specific to the product issue. A trend analysis for the past 12 months found this failure occurred at greater than the expected occurrence rate. CAPA has been initiated to address these failures.